Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash on his torso. The rash was a pre-existing allergic reaction to medication that was became worse after wearing the lifevest. The patient prescribed triamcinolone cream and recommended that the patient stop wearing the lifevest until the irritation healed. The patient reported that the irritation was healing after he removed the lifevest.